Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. As a result, the customer's blood glucose (bg) elevated to over 700 mg/dl with small ketones and the customer subsequently went to the emergency room. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg.  Customer was discharged the next day (B)(6) 2025 with the issue resolved and no permanent damage. The customer loaded a new cartridge onto the pump successfully, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.